Event description:
It was reported that the pump's vibrate alarm feature did not function. The pt relies on the vibrate alarm feature because he is deaf.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed that the vibratory alarm did not function because the motor was not properly aligned with the pump. The vibrator motor functioned normally when connected to an external power source.